Event description:
It was reported that balloon rupture, removal difficulty, and tip detachment occurred requiring additional intervention. The procedure was performed under conscious sedation. The 100% stenosed target lesion was located in the severely calcified peroneal artery. After initial dilation with a series of compliant balloons, a 3.00 mm x 20 mm nc emerge balloon catheter was advanced for further dilation. During the third inflation at 20 atmospheres for 40 seconds, the balloon ruptured. Some resistance was encountered during withdrawal, and once removed, the tip of the catheter was found to be sheared off, leaving the marker and a portion of the catheter inside the patient. The physician attempted retrieval using a smaller balloon but was unsuccessful. The procedure was performed over a 0.014-inch non-boston scientific guidewire, as the artery was already occluded. The procedure was subsequently aborted due to the inability to open the diseased vessel. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg nc emerge mr, us 3.00mm x 20mm was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break at the distal end of the device. Microscopic examination identified a complete circumferential tear in the balloon material. Microscopic examination identified a break in the inner lumen 21.6cm distal to the port exchange with the detached portion of the device not returned (including the distal balloon material and tip). Media inspection was performed where two images were provided which show a partial device with a break in the balloon material and detachment of the distal end of the device including the tip. This returned media can confirm the reported allegation.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture, removal difficulty, and tip detachment occurred requiring additional intervention. The procedure was performed under conscious sedation. The 100% stenosed target lesion was located in the severely calcified peroneal artery. After initial dilation with a series of compliant balloons, a 3.00 mm x 20 mm nc emerge balloon catheter was advanced for further dilation. During the third inflation at 20 atmospheres for 40 seconds, the balloon ruptured. Some resistance was encountered during withdrawal, and once removed, the tip of the catheter was found to be sheared off, leaving the marker and a portion of the catheter inside the patient. The physician attempted retrieval using a smaller balloon but was unsuccessful. The procedure was performed over a 0.014-inch non-boston scientific guidewire, as the artery was already occluded. The procedure was subsequently aborted due to the inability to open the diseased vessel. No patient complications were reported.